Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
The implantable neurostimulator (ins) (serial # (B)(4)) was returned and analysis found the ins battery to be at normal end of life and the telemetry and output were okay. Eval code-result: no longer applies. Eval code-conclusion: no longer applies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative confirmed that an eos was seen on the non-rechargeable ins. There was no indication that there was a short circuit used in the device programming. It was reported that there was dissatisfaction with the battery longevity as the patient thought it would last longer. Cycling was not programmed to 10 seconds on/off or less. It was unknown if the battery voltage measurement was higher than expected at eos (>2.20). Longevity estimate was calculated for the nov. 2015 settings following implant (a1: +++-, 4.2v, 450 pw, 20 hz, est. 700 ohms a2: +-, 6.7 v, 390, 20 hz, est. 700 ohms) and the estimated longevity was 21 months. For the march 2016 settings (a1: ++-, 3.8, 450 130 hz, est. 800 ohms a2: ++-, 3.6v, 300 pw, 130 hz, est. 800 ohms) the estimated longevity was calculated to be 9 months. Lastly, for the (B)(6) 2016 settings (a1: ++-, 60 hz, 450 pw, 4.8v est: 900 ohms cycling on: 10 min on/10 min off), the eri was trigger and the estimated longevity was 24 months. Based on the longevity estimates, the eri notification seemed appropriate. No medical symptoms were reported at this time.

Event description:
Information received from the patient reported that, initially, their implantable neurostimulator (ins) worked quite well. The patient saw their healthcare professional (hcp) on (B)(6) 2016 and was told the ins was nearing its end of service. An elective replacement indicator (eri) was seen but the patient did not remember when they saw it. They thought it was "err" meaning error") and meant they needed to replace the batteries in the programmer. The hcp put the device on a low level but it quit working yesterday. No falls or trauma were report that possible could be related to the issue. It was reported that the patient had radio ablation sometime in early (B)(6) and the doctor who implanted the ins did the ablation procedure. There was dissatisfaction with the ins battery longevity as the patient expected it to last 3-5 years (patient read it should last that long) and it lasted only 10 months. The patient had a return of their pain and had "another issue going on too". The patient was going to (B)(6) in (B)(6) and did not want to go in pain. Follow up information received from the healthcare professional (hcp) reported that impedances were all within normal limits and that the ins was at end-of-service (eos). The hcp mentioned that the patient was very angry that the ins battery lasted only 10 months. The patient was scheduled for surgery to replace the ins. The indications for use for the implanted device were noted as failed back surgery syndrome and non-malignant pain.

Event description:
Additional information was received from the patient that reported on (B)(6) 2016 the patient had a surgery that replaced the defective battery with a new rechargeable battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.